Event description:
Retrievable inferior vena cava (ivc) filter placed successfully with vertical placement confirmed. This was in anticipation of a scheduled back surgery in this patient with a history of dvt. Plan was to remove the filter post operatively. Patient returned to have the ivc filter removed. It could not be successfully retrieved. The filter had migrated to an oblique position with its tip tenting the right lateral aspect of the inferior vena cava wall and possibly projecting into the wall or just beyond it. There were three legs of the filter which project beyond the wall of the inferior vena cava to the left and are likely outside the inferior vena cava. It is at level l3 l4, with the top of the filter at the middle of l3, approximately one (1) vertebral body lower than immediately post placement. At that time, the top of the filter was at the level of the middle of l2.